Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced oil gel globules. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: the tube occurred oil gel globules and fibrin clots issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced oil gel globules. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: the tube occurred oil gel globules and fibrin clots issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and gel globules was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin and gel globules was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (oil gel globules/fibrin strands/fibrin mass) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin and gel globules based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced oil gel globules. This event occurred 18 times. The following information was provided by the initial reporter. The customer stated: the tube occurred oil gel globules and fibrin clots issues.